Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿after a patient was injected a year ago in the marionette lines with juvederm voluma xc, [they wanted] to know will hyaluronidase dissolve the granulomas at the injections site?¿ no other information was provided. No lab work was reported to confirm granulomas.